Event description:
Additional information reported patient was injected with juvéderm® voluma¿ with lidocaine in the lateral left cheek (ck1). Negative aspirate was noted during injection. On withdrawing the needle, bleeding occurred subdermally. Gauze used to stop bleeding by pressing down and massaging area to rid of blood collecting. Cap refill checked to be under 3sec at 10min and 2hrs post incident. Patient was treated with aspirin and doxycyclin for 7 days with fusidic cream to apply. Next day, hyaluronidase was used. Symptoms resolving with wound healing.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient experienced a vascular occlusion (vo) after injecting with 0.5 ml of [unspecified] juvéderm® voluma¿. Vo protocol was followed. Symptoms ongoing.